Event description:
It was reported that during the pulse field ablation procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the dilator of the faradrive sheath was noted to be crimped off at the distal end and not allow a wire to pass through. The dilator damage was noted prior to placing the dilator into sheath. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned.